Event description:
It was reported that pump had an often unresponsive touchscreen, which created safety and accuracy concerns when programming actions or entering values. There was no reported impact to the customer¿s blood glucose level. Warranty had expired and pump was past its expected useful life, so pump was ineligible for manufacturer replacement, could not be repaired or replaced, and customer declined further contact from technical support, so no additional actions were taken.